Manufacturer narrative:
The complaint device, one (1) modulus xlif inserter, was evaluated and the reported device issue was confirmed. The evaluation identified the distal threaded tip of the inner shaft had fractured off. Operative notes and/or radiograph images from the procedure were not provided for review of usage/technique. As a result, the subsequent cage migration and change in intraoperative neurophysiologic activity was unable to be confirmed. A review of the device history records was performed and no discrepancies were found. A definitive root cause was unable to be determined with the information provided; however, the instrument fracture may be the result of excessive or off-axis force applied during insertion of the interbody. Labeling review: "warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury." "The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial extreme lateral interbody fusion procedure. During insertion of the interbody into the disc space, the distal threaded tip of the inserter fractured off, resulting in a migration of the interbody cage. A drop in intraoperative sseps and meps was noted following the incident. Information regarding the nature of the implant migration and if there was any lasting impact to the patient following the procedure was requested but was not provided. No additional information was available.